Manufacturer narrative:
Upon review of the alarm trace, sample pipetting alarms occurred for all connected modules. This indicates a possible sample handling issue. A review of the analyzer camera images revealed issues with pre-analytic sample preparation. Approximately half of the samples showed gel, film, microclots, and fibrin. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 246 ng/l. The result was questioned since it did not agree with the patient's clinical status. A second sample was collected from the patient and it resulted in a troponin t value of 7 ng/l. The complained sample was then repeated, resulting in a value of 7 ng/l.

Manufacturer narrative:
The troponin t reagent lot number was 642417. The reagent expiration date was requested, but not provided.